Event description:
Abbott diabetes care received a complaint via email which reported an unknown reading issue with the use of the adc device. As a result, the customer experienced a medical event and went to a hospital on (B)(6) 2023. It was further reported that the customer received third-party medical treatment however, details of the treatment were not reported. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc has investigated this complaint. The sensor serial number reported in this complaint is unknown, therefore the related tripped trend reports were reviewed. A trend was identified between (B)(6) 2021 ¿ (B)(6) 2022. The trend concluded that there was no product related issue. A review of potentially related complaint investigations identified an issue for which an action was taken in the field related to specific sensors which did not meet product design specification and may produce high readings that are not clinically acceptable. These specific lots were distributed to canada, japan, saudi arabia, and UK markets beginning (B)(6) 2022 (distributed after the identified tripped trend). However, as the serial number is unknown, it is not possible to confirm if this complaint is related to the action taken in the field. If product is returned no further investigation actions are required as this issue is confirmed to (B)(4). The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high glucose readings from an abbott diabetes care device. There is a known issue for high readings, addressed by adc (B)(4), and it is unknown if the complainant product is related to this field action. The impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action (B)(4) was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.